Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage'), abdominal pain ('abdominal pain'), genital haemorrhage ('heavy bleeding and clotting/ abnormal bleeding (general)'), autoimmune disorder ('autoimmune disorder') and rheumatoid arthritis ('rheumatoid arthritis') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hysterosalpingogram (hsg) test was not performed". The patient's concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), cystitis ("bladder infections"), back pain ("lower back pain/back pain"), abdominal distension ("severe abdominal bloating"), headache ("headaches several times per week/ headaches"), vulvovaginal mycotic infection ("yeast infections/vaginal infection") with vaginal discharge, fatigue ("extreme exhaustion and fatigue"), dizziness ("dizziness"), balance disorder ("occasional loss of balance"), tooth fracture ("2-3 cracked teeth/ dental problems"), alopecia ("hair loss"), arthralgia ("severe joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)/menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), (urinary tract)/uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression/psych injury"), rash ("rashes or skin conditions"), skin disorder ("skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection (other)"), visual impairment ("vision/eye problems"), rheumatoid arthritis (seriousness criterion medically significant), amnesia ("memory loss"), dysgeusia ("metal taste in mouth") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"), blood iron decreased ("low iron levels due to blood loss"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, abdominal pain, genital haemorrhage, autoimmune disorder, pelvic discomfort, cystitis, back pain, abdominal distension, headache, vulvovaginal mycotic infection, fatigue, dizziness, balance disorder, weight increased, tooth fracture, alopecia, blood iron decreased, arthralgia, hormone level abnormal, vaginal haemorrhage, urticaria, urinary tract infection, female sexual dysfunction, depression, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, eye disorder, gastrointestinal disorder, weight decreased, infection, visual impairment, rheumatoid arthritis, amnesia, dysgeusia and vaginal infection outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, balance disorder, bladder disorder, blood iron decreased, cystitis, depression, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, rash, rheumatoid arthritis, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs. Plaintiff received treatment for pain, bleeding, autoimmune, psych injuries, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Events: rheumatoid arthritis, memory loss, metal taste in mouth, device breakage, vaginal infection added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage') and abdominal pain ('abdominal pain') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hysterosalpingogram (hsg) test was not performed". The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding and clotting/ abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder"), pelvic discomfort ("discomfort"), cystitis ("bladder infections"), back pain ("lower back pain/back pain"), abdominal distension ("severe abdominal bloating"), headache ("headaches several times per week/ headaches"), vulvovaginal mycotic infection ("yeast infections/vaginal infection") with vaginal discharge, fatigue ("extreme exhaustion and fatigue"), dizziness ("dizziness"), balance disorder ("occasional loss of balance"), tooth fracture ("2-3 cracked teeth/ dental problems"), alopecia ("hair loss"), arthralgia ("severe joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)/menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), (urinary tract)/uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression/psych injury"), rash ("rashes or skin conditions"), skin disorder ("skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection (other)"), visual impairment ("vision/eye problems"), rheumatoid arthritis ("rheumatoid arthritis"), amnesia ("memory loss"), dysgeusia ("metal taste in mouth"), vaginal infection ("vaginal infection") and abscess ("abscess") and was found to have weight increased ("weight gain"), blood iron decreased ("low iron levels due to blood loss"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, abdominal pain, genital haemorrhage, autoimmune disorder, pelvic discomfort, cystitis, back pain, abdominal distension, headache, vulvovaginal mycotic infection, fatigue, dizziness, balance disorder, weight increased, tooth fracture, alopecia, blood iron decreased, arthralgia, hormone level abnormal, vaginal haemorrhage, urticaria, urinary tract infection, female sexual dysfunction, depression, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, eye disorder, gastrointestinal disorder, weight decreased, infection, visual impairment, rheumatoid arthritis, amnesia, dysgeusia, vaginal infection and abscess outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abscess, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, balance disorder, bladder disorder, blood iron decreased, cystitis, depression, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, rash, rheumatoid arthritis, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs. Plaintiff received treatment for pain, bleeding, autoimmune, psych injuries, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage'), abdominal pain ('abdominal pain'), genital haemorrhage ('heavy bleeding and clotting/ abnormal bleeding (general)'), autoimmune disorder ('autoimmune disorder') and rheumatoid arthritis ('rheumatoid arthritis') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hysterosalpingogram (hsg) test was not performed". The patient's concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), cystitis ("bladder infections"), back pain ("lower back pain/back pain"), abdominal distension ("severe abdominal bloating"), headache ("headaches several times per week/ headaches"), vulvovaginal mycotic infection ("yeast infections/vaginal infection") with vaginal discharge, fatigue ("extreme exhaustion and fatigue"), dizziness ("dizziness"), balance disorder ("occasional loss of balance"), tooth fracture ("2-3 cracked teeth/ dental problems"), alopecia ("hair loss"), arthralgia ("severe joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)/menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), (urinary tract)/uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression/psych injury"), rash ("rashes or skin conditions"), skin disorder ("skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection (other)"), visual impairment ("vision/eye problems"), rheumatoid arthritis (seriousness criterion medically significant), amnesia ("memory loss"), dysgeusia ("metal taste in mouth") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"), blood iron decreased ("low iron levels due to blood loss"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, abdominal pain, genital haemorrhage, autoimmune disorder, pelvic discomfort, cystitis, back pain, abdominal distension, headache, vulvovaginal mycotic infection, fatigue, dizziness, balance disorder, weight increased, tooth fracture, alopecia, blood iron decreased, arthralgia, hormone level abnormal, vaginal haemorrhage, urticaria, urinary tract infection, female sexual dysfunction, depression, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, eye disorder, gastrointestinal disorder, weight decreased, infection, visual impairment, rheumatoid arthritis, amnesia, dysgeusia and vaginal infection outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, balance disorder, bladder disorder, blood iron decreased, cystitis, depression, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, rash, rheumatoid arthritis, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs. Plaintiff received treatment for pain, bleeding, autoimmune, psych injuries, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage') and abdominal pain ('abdominal pain') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hysterosalpingogram (hsg) test was not performed". The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding and clotting/ abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder"), pelvic discomfort ("discomfort"), cystitis ("bladder infections"), back pain ("lower back pain/back pain"), abdominal distension ("severe abdominal bloating"), headache ("headaches several times per week/ headaches"), vulvovaginal mycotic infection ("yeast infections/vaginal infection") with vaginal discharge, fatigue ("extreme exhaustion and fatigue"), dizziness ("dizziness"), balance disorder ("occasional loss of balance"), tooth fracture ("2-3 cracked teeth/ dental problems"), alopecia ("hair loss"), arthralgia ("severe joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)/menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), (urinary tract)/uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression/psych injury"), rash ("rashes or skin conditions"), skin disorder ("skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection (other)"), visual impairment ("vision/eye problems"), rheumatoid arthritis ("rheumatoid arthritis"), amnesia ("memory loss"), dysgeusia ("metal taste in mouth"), vaginal infection ("vaginal infection") and abscess ("abscess") and was found to have weight increased ("weight gain"), blood iron decreased ("low iron levels due to blood loss"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, abdominal pain, genital haemorrhage, autoimmune disorder, pelvic discomfort, cystitis, back pain, abdominal distension, headache, vulvovaginal mycotic infection, fatigue, dizziness, balance disorder, weight increased, tooth fracture, alopecia, blood iron decreased, arthralgia, hormone level abnormal, vaginal haemorrhage, urticaria, urinary tract infection, female sexual dysfunction, depression, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, eye disorder, gastrointestinal disorder, weight decreased, infection, visual impairment, rheumatoid arthritis, amnesia, dysgeusia, vaginal infection and abscess outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abscess, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, balance disorder, bladder disorder, blood iron decreased, cystitis, depression, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, rash, rheumatoid arthritis, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs. Plaintiff received treatment for pain, bleeding, autoimmune, psych injuries, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pfs received new reporter information was added. New event abscess was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding and clotting/ abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hysterosalpingogram (hsg) test was not performed". The patient's concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), cystitis ("bladder infections"), back pain ("lower back pain"), abdominal distension ("severe abdominal bloating"), headache ("headaches several times per week/ headaches"), vulvovaginal mycotic infection ("yeast infections") with vaginal discharge, fatigue ("extreme exhaustion and fatigue"), dizziness ("dizziness"), balance disorder ("occasional loss of balance"), tooth fracture ("2-3 cracked teeth/ dental problems"), alopecia ("hair loss"), arthralgia ("severe joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), rash ("rashes or skin conditions"), skin disorder ("skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection (other)") and visual impairment ("vision/eye problems") and was found to have weight increased ("weight gain"), blood iron decreased ("low iron levels due to blood loss"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral), oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, genital haemorrhage, autoimmune disorder, pelvic discomfort, cystitis, back pain, abdominal distension, headache, vulvovaginal mycotic infection, fatigue, dizziness, balance disorder, weight increased, tooth fracture, alopecia, blood iron decreased, arthralgia, hormone level abnormal, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, female sexual dysfunction, depression, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, eye disorder, gastrointestinal disorder, weight decreased, infection and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, balance disorder, bladder disorder, blood iron decreased, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, rash, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2019: pfs received. Reporter's information was added. Plaintiff demography added. Product indication and explanted date added. Implanted date updated. Events added: hormonal changes, abnormal bleeding (vaginal, menorrhagia), hives, infection (urinary tract), apareunia (inability to have sexual intercourse), infection (other), depression, autoimmune disorder, rashes or skin conditions, bladder or urinary problems or changes, migraines, nausea, neurological conditions or problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems, pain, perforation (uterus), weight loss, gastrointestinal or digestive system condition. Medical history added. Event yeast infections updated to vaginal yeast infections. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe pain / abdominal pain") and genital haemorrhage ("heavy bleeding and clotting") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hysterosalpingogram (hsg) test was not performed". In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), cystitis ("bladder infections"), back pain ("lower back pain"), abdominal distension ("severe abdominal bloating"), headache ("headaches several times per week"), fungal infection ("yeast infections"), fatigue ("extreme exhaustion and fatigue"), dizziness ("dizziness"), balance disorder ("occasional loss of balance"), weight increased ("weight gain"), tooth fracture ("2-3 cracked teeth"), alopecia ("hair loss"), blood iron decreased ("low iron levels due to blood loss") and arthralgia ("severe joint pain"). The patient was expected to be treated with surgery (physician had schedule her to undergo a hysterectomy on (B)(6) 2017 at 1 pm). At the time of the report, the abdominal pain, genital haemorrhage, pelvic discomfort, cystitis, back pain, abdominal distension, headache, fungal infection, fatigue, dizziness, balance disorder, weight increased, tooth fracture, alopecia, blood iron decreased and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, balance disorder, blood iron decreased, cystitis, dizziness, fatigue, fungal infection, genital haemorrhage, headache, pelvic discomfort, tooth fracture and weight increased to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.